Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of a follow up medical appointment in (B)(6) 2007, the patient complained of urge incontinence. Per the physician, no surgical complications or problems with the device were reported. All other information is unknown and unavailable.